Event description:
The customer called for help with his new meter. He performed control tests and received a result of 225 mg/dl. The normal control range was 100-138 mg/dl. No adverse events were alleged. The customer was advised to return the test strips for eval, but he declined.